Manufacturer narrative:
Additional information is provided in sections d10, h3, h6 and h10. The company service representative examined the system was able to confirm and replicate the reported event. The company service representative performed an adjustment to the laser to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the laser needing an adjustment. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic laser system exhibited poor laser output after a surgery. There was no harm to any patient. Additional information is not available for this report.